Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.

Manufacturer narrative:
Device has not been returned for evaluation yet, a supplemental report will be issued if additional information is obtained.

Event description:
It was reported that during patient use, ventilator alarmed low oxygen and low minute ventilation and stopped delivering any flow. No serious injury or death to patient was noted. Although requested, information pertaining to the patient has not been provided.